Event description:
It was reported that during a follow up in clinic, noise resulting in oversensing was noted on the right ventricular (rv) lead. The device was reprogrammed, however, noise resulting in oversensing was again noted on the rv lead. Abbott technical support was contacted and replacement of the rv lead is anticipated to be performed. No additional intervention has been performed at this time. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Additional information received indicated a lead revision procedure was performed to address the oversensing on the rv lead. The sensing portion of the rv lead was capped, and the device was reprogrammed to left ventricular sensing only. The patient was in stable condition.